Event description:
It was reported that during a da vinci s sacrocolpopexy procedure, the mega needle driver instrument would not release from the sterile adapter. The customer pried the housing off in order to remove the instrument from the sterile adapter. The planned surgical procedure was completed with approx a ten min delay. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found the instrument returned with both levers and the housing detached from the chassis. The chassis has a broken piece on one side where the lever installs. Housing has broken snap tabs and housing pins, indicative of mishandling, however, it is unclear if this damage occurred in trying to remove the instrument from the sterile adapter. It is possible the instrument was placed on the sys without levers, since properly installed levers should not cause engagement issues. Engineering also observed the distal end of the main tube has material removed on one side. Damaged area is a combination of scratches and a scrape mark. The scrape mark is parallel to main tube axis and the wear pattern is consistent with cannula related tube abrasions. The scratches are likely due to instrument collisions. No other damage found. Add'l investigation is underway regarding the cannula accessories. A f/u MDR will be submitted if add'l info is rec'd. The endowrist instruments instructions for use (IFU) specifically states; general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection from the instrument tip.